Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 12.5 mg/ml at an unknown dose rate via an implantable pump. It was reported that on a visit with the treating doctor, the doctor said that the patient has not had pain control since september. The date 2025-sep-01 is considered an approximate date of event (specific month and year known only). In subsequent pump fillers, the doctor removed more medication than indicated by the clinician programmer tablet. That has been repeated a total of 4 times. The patient experienced underdose symptoms. The patient reports that when boluses are given, they do not receive any benefit either. Regarding factors that may have led or contributed to the issue, it was indicated that the patient did not report any falls. The physician claimed to have correctly fixed the pump, ruling out the rotation of the device as a possible cause of catheter kinking. The patient returned to oral medication to improve pain regarding a lack of pain control noted as less than 50% therapy relief. No actions, maintenance, or overhaul had been performed. A procedure will be scheduled to review catheter patency, possible occlusion and evaluation of the rotor. The issue was not resolved as of (B)(6) 2026. The pump remains implanted and in-service. The patient's age at the time of the event was unknown.